Event description:
Patient presented to the emergency department after she became dizzy and fell at home landing on her right wrist and side. Imaging indicated a fracture of the right distal radius, CT head/c-spine and x-ray right shoulder were negative. EKG revealed atrial fibrillation with rvr. Patient was admitted for further monitoring of a-fib and ortho consulted for management of the wrist fracture. Cardiology consulted and started patient on oral amiodarone. Patient continued in a-fib the following day and cardiology recommended a tee cardioversion completed on (B)(6) 2023 at 1400. Following the cardioversion, patient became bradycardic and hypotensive, narcan was administered which improved the blood pressure. Patient became hypotensive again 20 minutes later, complaining of jaw/neck pain, rapid response was called, and patient was transferred to ICU and started on pressors. Patient became more bradycardic overnight and eventually lost pulses and expired. Patient was a dnr/dni at admission. Epinephrine was administered when patient became pulseless but unable to achieve rosc. Facility is unable to conclude the cause of death with this patient. Facility is questioning the possibility of damage to the vagus nerve stimulator from the cardioversion and has notified the manufacturer for further follow-up and investigation. Reference report #mw5117133.